Event description:
The implant surgeon at the clinic, reported that the pt had pain one year after the implantation of the prothesis. Radiography and scintigraphy are normal. Punction of a sterile milky liquid. Total hip prothesis was explanted and changed for a new one.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 1235-2-848, lot# g3004168, description: restoration adm. Insert. Cat # 6364-0-128, lot #unk, description: v40. Alumina femoral head 28mm dia. V40 taper. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. A supplemental report will be submitted upon completion of the investigation.